Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -11.5/1.0/040 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem.

Manufacturer narrative:
Additional information: h6- type of investigation: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim (B)(4).

Manufacturer narrative:
Additional information : h3-device evaluation: lens returned in a micro-centrifuge vial; dry with residue/debris on product. Visual inspection found no visible damage to lens. Dimensional verification was performed, and the lens was found to be in specifications. Functional inspection found the lens not to be within specifications. Claim# (B)(4).